Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic with discomfort. Upon investigation, low pacing impedance and high capture threshold resulting in loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging revealed a perforation and effusion. Pericardiocentesis was performed to resolve the perforation and effusion. The physician attempted to reposition the rv lead, but the helix was unable to be extended. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.